Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 3.5x12mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified target lesion. The physician was unable to advance the 3.5x12mm taxus express2 des through an unspecified guide catheter. Upon removal of the 3.5x12mm taxus express2 des, it was noticed that the device appeared "deformed" with stent struts "sticking out the side". The procedure was completed with angioplasty with an unk size and type balloon catheter. There was no pt complications reported with the pt's current condition listed as "fine".